Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. Based on the information reviewed, reported unintended movement and difficult to remove from anatomy was due to procedural circumstances. The reported poor imaging appears to be due to challenging patient anatomy. The reported and difficult positioning appear to be cascading event of reported unintended movement. Lastly, reported poor imaging was due to challenging patient anatomy. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report sleeve steering issues and difficult to remove. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted suboptimal transseptal puncture, restricted posterior leaflet, and visualization was challenging due to a rotated heart. Mid-procedure the imaging probe was switched out to improve quality. The clip delivery system (cds) was advanced to the mitral valve; however, resistance was felt before attempting to grasp due to the clip became stuck in the chords. After some maneuvers, the clip was freed. But when the clip was inverted, the cds moved in an unintended direction and the anterior leaflet was stuck in the clip. The clip was slightly closed, and the leaflet was freed. The clip was re-positioned and was then successfully deployed. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.